Manufacturer narrative:
The pump was passed rewind, basic occlusion test, occlusion test, prime/a33test, excessive no delivery test and displacement test. The pump was received with operating currents within spec. No unexpected battery out limit alarms noted. The pump alarmed failed self-test during self-test due to faulty radio frequency board. The pump was received with cracked case at display window corners and a minor scratched lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that the pump had a failed self-test alarm, battery out limit, and high blood glucose level. The blood glucose at the time of the incident was 350 mg/dl. The customer states the pump alarmed failed self-test alarm. The customer treated with a manual injection for the high blood glucose. The failed self-test alarm did not occur during bolus. Troubleshooting was not able to resolve the issue. The customer changed the battery and the pump alarmed battery out limit. There was no high blood glucose troubleshooting, since the pump is being replaced. The device will be returned for analysis.